Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an aseptico 30k electric endo motor had very high current leakage and the customer was afraid it will lead to electric shock of a patient.

Manufacturer narrative:
Evaluation found the motor was not rotating the handpiece due to a broken rotor magnet.